Event description:
The lay user/patient contacted lifescan alleging the meter displays unknown error message. The reporter does not remember which error # displayed. The customer care advocate (cca) noted that a control solution test was completed and within range during troubleshooting. There were no allegations of harm or injury. No replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.